Event description:
Using endo gia universal with endo gia roticulator 6, 3.5 load. When gia stapler closed, cartridge bowed and broke. Only 5 loads total were used on universal endo gia. Stapler wouldn't release. Mulitple pieces of device imbedded in tissue. Procedure converted to open esophagectomy to control bleeding and remove 3 plus pieces of fractured cartridge.